Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode after loss of cgm connection, leading to an inability to confirm the sensor code. The user inserted a new sensor and reverted to backup insulin therapy while awaiting reconnection assistance. There was no report of end-user harm or adverse event associated with this case.